Event description:
On september 3, 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter was reading inaccurately high compared to his feeling/ normal result(s). The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2010 and obtained the following information: the patient tests six to seven times a day and manages his diabetes with novolog insulin (administered via insulin pump). The patient corrected and clarified that the alleged issue occurred on (B)(6) 2010 at 5:30pm when he obtained a blood glucose reading of "high glucose" (per owner's booklet blood glucose result is above 600 mg/dl) with the subject meter. In response to the alleged issue, the patient corrected and clarified he administered 6 units of insulin. At approximately 7:30pm, while in the bowling alley, the patient claimed he became sweaty, felt weak, and had passed out. The emergency medical services (ems) arrived several minutes later and the patient stated he was administered glucose gel by the ems shortly after. According to the patient, because of his 'collapsing vein", the ems was unable to administer IV fluids; the patient was then transported to the emergency room (ER). At approximately 8pm, while in the ER, the patient stated he was administered IV glucose and food by the health care professional (hcp) and between 9pm and 10:30pm, the patient stated he obtained blood glucose readings of "43, 56, and 156 mg/dl" with the ER/hospital meter. The patient clarified he was released 4 ½ hours later; no changes were made to his regimen. At the time of troubleshooting, the customer service representative verified the subject meter was set to the correct unit of measure setting (mg/dl), and that the vial of test strips was within date. The csr noted that the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Event description:
It was reported that during a robotic prostate procedure, the trocar was leaking through the case. The same was used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4). Leak test failure the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked with the test probe inserted. We have documented the circumstances as they have been reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.